Event description:
It was reported that during a hip procedure, the device snare broke under no tension upon winding. The surgeon started winding and reducing the suture in the device, and then the implant suture made a cracking sound and broke. Additional information confirm that the anchor did not broke and was left inside the patient. Additional bone holes were required in order to complete the procedure with another backup device with no significant delay.

Manufacturer narrative:
Additional information on event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip procedure, the device snare broke under no tension upon winding. The surgeon started winding and reducing the suture in the device, and then the implant made a cracking sound and broke. A backup device was available to complete the procedure with no patient injuries. It is unknown if there was a delay in the procedure.

Manufacturer narrative:
The reported speedlock hip knotless fixation device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a hip procedure, the device snare broke under no tension upon winding. The surgeon started winding and reducing the suture in the device, and then the implant suture made a cracking sound and broke. Additional bone holes were required in order to complete the procedure.¿ an exact root cause cannot be determined without evaluation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.